Manufacturer narrative:
Sample is indicated as available for return. As of the date of this report, sample has not been returned. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Arrived at baby's isolette to do routine care. Felt that linens were wet turned baby to supine position. Saw that blood backed up into IV t-piece, attempted to flush, discovered crack in hub, notified md and team leader. New piv inserted; IV infusion stopped for PICC line. A/c glucose verified (5 4). PICC line removed by md.

Event description:
Arrived at baby's isolette to do routine care. Felt that linens were wet turned baby to supine position. Saw that blood backed up into IV t-piece, attempted to flush, discovered crack in hub, notified md and team leader. New piv inserted; IV infusion stopped for PICC line. A/c glucose verified (5 4). PICC line removed by md.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.